Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug release button on the 6f exoseal vascular closure device (vcd) could not be pressed. There was no reported injury to the patient. Additional information was requested but not received. The device will be returned for evaluation.